Event description:
A medical center in missouri reported that an iw934 cosycot infant warmer head was cracked. No patient consequence was reported.

Event description:
A medical center in (B)(4) reported that an (B)(4) cosycot infant warmer head was cracked. No patient consequence was reported.

Manufacturer narrative:
The complaint warmer head was returned to fisher & paykel healthcare's regional office and service center in (B)(4).the damaged components are currently en route to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow-up report upon receipt of the components and completion of our investigation. Device currently en route for evaluation.

Manufacturer narrative:
(B)(4). Method: the returned warmer head casing was visually inspected for damage. Results: a 28 centimeter crack was found extending from the bottom edge to the front end of the case. Some smaller cracks were found to originate from the large crack. The hospital identification sticker was torn and damaged and there were small cracks and crazing on the polycarbonate film warmer head label. The middle of the case had hairline cracks and some chipping. There was also flaking of the case and delamination of the plastic on one of the edges. A lot check revealed no other complaints of this nature for lot number 050725. Conclusion: the damage to the warmer head is consistent with damaged caused by incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. The infant warmer service manual for the affected units features a diagram of the infant warmer which highlights polycarbonate and acrylic components and states the following: caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, glutaraldehyde or cleaning products with a greater than 30% alcohol base; caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces. As part of continuous improvement, we have since revised our cleaning instructions to recommend specific proprietary cleaning wipes.